Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent surgery to remove the mesh on (B)(6) 2019. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2017 which is captured in separate file. No additional information was provided.